Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hepatectomy. When transacting the portal vein the device was unable to fire. The blade stopped and the surgeon could not finish the firing. In order to complete the case the surgeon retracted the blade and used a new reload. Patient status is alive, no injury.